Event description:
It was reported that during an implant procedure, this lead exhibited helix extension issues as well as high pacing impedance measurements. The lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was noted in a retracted position with dried blood/body fluid noted in the helix housing and tip region. Cuts and deformed conductor coils were noted which were likely induced from the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass a stylet insertion test as there was blockage encountered in the terminal pin. Blood and body fluid was noted on the terminal pin and inside the terminal pin opening. Analysis was able to confirm the helix allegation due to the dried blood in the helix housing, however the high impedance allegation could not be confirmed through product testing and there were no conductor fractures present.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this lead exhibited helix extension issues as well as high pacing impedance measurements. The lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.